Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1, date of submission: 09/17/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 08/27/2015 with the following findings: a review of the black box indicated an unexplained reboot occurred on 05/23/2015 at 09:59. The battery cap contacts were within specifications and the battery cap was able to secure to the pump and maintained an electrical connection. The battery cap was unscrewed a half turn with no power loss occurring. The battery compartment was found to be cracked. There was no evidence of moisture found inside the battery compartment. The pump was exercised for 24 hours with no power interruptions occurring. The pump casing was removed and there were no internal defects found. The alleged intermittent power issue could not be duplicated on investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the pump was experiencing an intermittent power issue and the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.